Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the aes-90sn probe, lot # 201912171 that occurred at beth israel- phillips ambulatory surgical center on (B)(6) 2020. It was reported that a piece fragmented on the distal tip of the probe. They retrieved the fragment and it is indicated that the procedure was successfully completed using another aes-90sn with a 10-minute delay. Additional information received indicates the procedure was an arthroscopic rotator cuff repair and the device was used intermittently for approximately 2 hours and 45 mins before this issue occurred. The probe was inserted into the patient in standard fashion and once visible on the monitor the surgeon noticed that a piece of the probe was missing from the instrument. The device was removed from the patient and the surgeon was able to locate and remove this fragment with an arthroscopic grasper. The surgeon felt confident that the entire fragment was removed. There was no injury to the patient as result. A new device was opened by the circulating nurse within minutes and the surgeon was able to complete the procedure with a 10-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The customer's reported complaint of the probe tip breaking off is confirmed. An examination of the returned used device confirms the reported problem and found a portion of the electrode missing. The missing portion was not returned for evaluation. Additionally, the plastic heat shrink tube was found damaged. The examination was performed per edge probes design and standard work line process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The lot history records (lhr) were also reviewed. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user to maintain the active probe tip in the field of view at all times, as injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope as localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This product will continue to be monitored via returns and complaint system.